Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. Debris was noted under the display window, but no powder was noted. The lcd window was okay.

Event description:
It was reported that the customer's insulin pump had a cracked screen. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated that there appeared to be powder on the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).